Event description:
Caller states a piece of the multiclix lancet broke off into her finger. Caller did not seek medical treatment. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).